Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had critical pump errors alarm. Customer cannot recall blood glucose at the time of incident. Customer insulin pump was exposed to moisture. Customer cannot recall how the insulin pump got exposed to moisture. The insulin pump had humidity on the bottom of the insulin pump. Customer was not calling back after receiving battery cap. The insulin pump screen was flickering. Customer recommended customer refer to back up plan per healthcare provider instructions. The insulin pump will be returning for analysis.

Manufacturer narrative:
Findings: pump received with blank display and constant tone due to moisture damage on the electronics assembly. Unable to perform all functional testing including the operating currents, unexpected alarm error test, rewind, basic occlusion, occlusion, prime and excessive no delivery test or verify missing segments/partial display anomaly due to blank display. Pump received with moisture damage motor, vibrator, keypad and battery tube assembly. Pump received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window, stained end cap sticker, cracked belt clip slot and cracked battery tube threads.